Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations. Per (B)(4) review of the device history records is no longer required for these products. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, difficulty ambulating, signs of loosening, infection and metallosis. At the (B)(6) 2013 revision, an antibiotic spacer was placed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/24/2014-pfs and medical records received. After review of the medical records the revision operative note confirmed infection. There was no mention of metallosis. The patient had spacers removed and reimplanted on 2/28/2014. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Added: (patient/device)

Event description:
Update sep 7, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges antalgic gait. After review of the medical records for the MDR reportability, in addition to what was previously alleged, x-ray showed a cementless right thr with some evidence of loosening around the femoral component. MRI reported of mild edema. Culture and sensitivity reported of rare growth of coag negative staph specie. Surgical pathology reported of chronic inflammatory infiltrates. Laboratory result for cobalt is above 7 mcg/l. This complaint was updated on sep 27, 2017.

Manufacturer narrative:
UDI: (B)(4).